Manufacturer narrative:
The customer experienced the same issue three (3) days prior during troubleshooting efforts between merge technical support and the customer for this issue. The first incident has also been reported; reference MDR #2183926-2017-00098. Since the site's hemo monitor had recently been replaced (RMA (B)(4); (B)(6) 2016) and low probability that the hemo monitor malfunctioned, merge technical support recommended that the customer replace the crossover cable between the hemo monitor and the client pc with a spare that the site had on hand. In follow up communication with the customer by merge technical support on 28mar2017, the customer confirmed that the cable had been replaced and a few procedures had already been completed successfully without issue. A search of the customer's case management records in merge healthcare's internal database confirmed that no other issues have been reported by the customer as of 18apr2017. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence with statements in the general equipment care section such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." For this reason, (B)(4) was used.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On march 27, 2017, a customer reported to merge healthcare that the hemo monitor froze during a procedure on (B)(6) 2017 and was subsequently rebooted along with the client pc. This resulted in a loss of patient monitoring. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. The procedure was completed successfully once the hemo monitor and client pc were rebooted. Reference (B)(4)